Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. Customer¿s mother also reported no delivery alarm and declined troubleshooting for high blood glucose level. The device will not be returned for analysis.